Event description:
Fmc facility reporting a "system separation" of the pt's tesio catheter (placed in the femoral artery) to the pt connector of the venous bloodline. Staff was alerted to blood on the floor and then found a loose connection between venous side of catheter and venous bloodline. Estimated blood loss was reported at >100ccs, and could not estimate closer than <250 ccs. The health care professional reported that the connection was tightened and the dialysis treatment was resumed. Oxygen was given and vital signs were stable. Md ordered a hosp admission for transfusion of three units of blood. Pt hematocrit 28.8% pre-incident on 9/16/98, post-incident at hosp hematocrit was 28.5% on 9/23/98. According to the health care professional at the facility, since this incident the pt's vascular access catheter has been changed. Also this was an isolated event within this facility. Complaint sample was discarded.